Manufacturer narrative:
Date of event - estimated based on the aware date of 24feb2020.

Event description:
It was reported via social media that stent fracture occurred. It was reported that a patient had 20 stents placed in their heart and two, which were implanted in a horseshoe vessel, have "broken in half". The patient remains in hospice care.